Manufacturer narrative:
Component code: g03006. The field service representative (fsr) inspected the architect c4000 processing module, sn (B)(6), performed quarterly maintenance, replaced the cuvette dry tip, cleaned the water bath and manually cleaned the cuvettes. The fsr reported the customer issue was resolved by cleaning the cuvettes. No additional discrepant result issues have been reported since the service activity was completed and the cuvette segment, list number 02p75-01, was determined to be the likely cause of the issue. A review of the service history for the architect c4000 processing module, sn (B)(6), did not find any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cuvette segment did not identify any trends. The pmr scorecard for clinical chemistry systems also reviewed and found no similar issues related to the architect system, likely cause parts, or discrepant results as described in the customer issue; the architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends seen. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the cuvette segment or the architect c4000 analyzer.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information is included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results were generated for a patient while using the architect c4000 analyzer. The customer stated that an initial result of 9.21 mg/dl was generated, but when the sample was rerun on the architect c401062, the result was 1.8 mg/dl. (Reference range: 1.6 to 2.6 mg/dl). There was no reported impact to patient management.